Manufacturer narrative:
Per the investigational findings, user error attributed to the malfunction of this device. Limited inspection was possible for the returned part because the tip was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During a surgical procedure on (B)(6) 2021 the screwdriver head snapped while inserting the screw. The small piece could not be removed therefore, was left in the patient, inside the screw. This issue interfered with implant placement because the final tightening of the screw was not made possible. This is report 1 of 2 for this incident. This report addresses the driver.